Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 137 mg/dl compared with the sensor glucose reading of 82 mg/dl. The customer also reported a blood glucose level of 414 mg/dl. The customer's sensor was replaced, however nothing was returned for analysis.